Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and concern for the product.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii/IV" and "concerns with the textured product." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening curved and red particles on the shell. Leak test and microscopic analysis was performed which identified:striated opening on radius and delamination on diaphragm valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a delamination partial separation of the valve (adhesive failure) and a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: a.6, b.5, b.6b, d.9, h.3., h.6.